Manufacturer narrative:
A root cause could not be identified. The allegation of carryover could not be verified as neither raw data or reaction kinetics could be provided.

Event description:
The field application specialist reported the customer received a questionable vancomycin result for one patient sample. The initial result was 33 ug/ml and was generated immediately after a sample from another patient which had a vancomycin result 1286 ug/ml with a data flag. The initial result was reported to the floor and questioned by the physician. The sample was retested with a result of 20 ug/ml. The customer considered the repeat result of 20 ug/ml to be the correct value and a corrected report was issued for this sample. The patient was not adversely affected. The vancomycin reagent lot number was 15013600. The user declined a service visit and stated they believed that the problem was due to carryover from the very high concentration of vancomycin in the first sample and was not related to an analyzer performance issue. The user instituted and validated a sample probe wash between vancomycin samples to prevent a recurrence of the incident. The user stated that the laboratory was satisfied the system was performing as expected.